Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded act and down arrow buttons on the keypad trace. No button error alarms noted. The pump also had minor scratches on the lcd window, cracked case at the display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, cracked case at the reservoir tube window corners, and missing end cap sticker.

Event description:
It was reported the customer received a button error alarm on the insulin pump. No additional information provided.